Event description:
CT syringes were loaded with contrast, isovue 370, and saline 100cc each prior to injection with the rate of 3.0ml/sec. CT technologist heard a noise during saline injection and that was when the syringe broke off at the bottom. She then loaded another set of syringes to finish the exam. Nothing happened during the second injection. However, when she removed the syringes from the injector, she noticed a little piece of clear plastic had broken off at the bottom of one of the syringes. We then gathered all defective syringes and gave them to our director. He advised us to collect of the syringes that have the same lot number to send them back. It is important to note that the patient and technologists were not harmed and the exam was done in timely manner.